Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 407 mg/dl. Customer¿s blood glucose level was 250 to 290 mg/dl at the time of incident. Customer also experiences high blood glucose levels as 500 mg/dl and 400 mg/dl. Customer reports that they had contacted to their health care professional regarding high blood glucose level. The customer was treated with insulin pump. The decline to continue troubleshooting for high blood glucose because she had a doctor¿s appointment in 45 minutes. The insulin pump will not be returned for analysis. Sensor will be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.